Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided x-ray images noted an ar-9580-2420-2s. Refer to attachments. Based on the information provided, arthrex was not able to confirm the alleged failure. The most likely cause of the reported failure can be attributed to a patient-specific event. Ref: lt1-000169-en-us univers revers¿ augmented modular glenoid system surgical technique.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/25/2025, a sales representative reported via email that the ar-9580-2420-2s univers revers modular glenoid system augmented baseplate (24 mm) had failed, necessitating a revision procedure. The issue originated during a reverse shoulder arthroplasty performed on (B)(6) 2025. To address the failure, the surgical team successfully removed the ar-9580-2420-2s baseplate (24 mm), ar-9582-30 modular post for augmented mgs baseplate 30 mm, ar-9563-24 peripheral locking screw, and ar-9563-36 peripheral locking screw. They proceeded with the implantation of a non-arthrex small screw baseplate, which was supplemented by bone grafting. A new arthrex cup and polyethylene liner were also placed. The revision surgery was completed without further complications. Additional information has been requested on 07/31/2025.